Event description:
It was reported that the patient underwent a c3-c6 laminectomy, posterior instrumentation and fusion with local bone supplemented with rhbmp-2/acs. Prior to the surgery, the patient had a gait/balance disturbance. Immediately post-op, there was improvement. At 10-11 days post-op, the patient began to get worse, with upper and lower extremity weakness. A CT-myelogram showed a seroma compressing the cervical cord at the level of surgery. A surgical procedure was conducted to decompress. The patient improved vastly after the second surgery.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.